Event description:
Premature balloon deflation of the internal bolster. Found leak form around the stoma site 2 to 3 days after placement. The pt complained of abdominal pain and the feeding tube slipped out with little resistance when the caregiver touched the tube. The internal bolster was deflated.

Manufacturer narrative:
The complaint of premature deflation of the fastrac interal bolster is confirmed. The mechanism as to the source of the deflation of the internal bolster is undetermined. Upon receipt of the complaint sample at bas a tactile exam showed the internal bolster to be completed deflated. Testing of the air conduit was performed by cutting the feeding tube at the traction removal site. Next, a blunt connector was inserted into the proximal end of the air conduit. A 12 cc syringe filled with water was attached. The connector was then inserted into the proximal end of the air conduit. The air conduit was then infused with water. Water was seen filling the internal bolster. No leaks in the bolster or along the path of the air conduit were revealed. The device had been in placed for approx 2 to 3 days prior to the complaint incident.